Event description:
The patient's gender is female. The disposable set is not available for return, because the customer discarded it.

Manufacturer narrative:
Per the customer, the trima alarmed as it should due to the leak. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
The customer reported that during a donation, there was a leak between the 4-lumen tubing and the channel. The trima gave the alarm 'leak in centrifuge', and the run was ended due to the leak. The donor did not experience any adverse events in relation to this event. The patient age, gender, and weight are not available at this time. Terumo bct is awaiting the return of the disposable set. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
: The disposable set was unavailable for return. The run data file was analyzed for this event. Root cause: the disposable set was unavailable for evaluation so a definitive root cause could not be determined. Possible causes include but are not limited to, a misload of the channel or loop, or a manufacturing error which resulted in the leak. Based on the analysis of the run data file, the device operated as intended by generating the "leak detected" alarm.